Event description:
The customer contacted baxter's technical service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during initial drain. The drain volume (dv) equaled 69ml and the last fill (lf) equaled 1310ml. The initial drain alarm (ida) equaled 1400ml. The caregiver (cg) stated that, that night the home patient (hp) was on the hc for the first time. The cg stated that the hp completed therapy on the old hc last night. The baxter technical service representative (tsr) had the hp check the line for kinks, clamps, occlusions, and they closed and reopened the transfer set 3 times and they checked the patient line for air or fibrin. The cg stated there was air in the patient line. The tsr assisted the cg in ending the therapy and advised the cg to call the registered nurse (rn). The cg would call the rn and the hp ended therapy. The low drain volume alarm was not cleared before it was reported or cleared without troubleshooting assistance. The patient did not start the therapy dry or without a last fill volume. The drained fluid (or set) did not contain fibrin. The drain did not begin flowing normally after the patient sat up. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the cg on (B)(4) 2012 and he was able to complete therapy the next day with new supplies. She did not notice anything unusual with any of the previous supplies. She did not have a sample or a lot number available. Since then the patient has been completing therapy successfully except for another ldv alarm that the patient had last night, but he was able to resolve it with the tsr's help and bypassing to fill. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was air in patient line. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.